Manufacturer narrative:
Patient information is unknown. This report is for one unknown nail -pfna /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A female patient sustained an intra-operative unilateral femoral shaft fracture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: yaozeng, x. Et al. (2010), comparative study of trochanteric fracture treated with the proximal femoral nail anti-rotation and the third generation of gamma nail. Injury, int. J. Care injured, volume 41, pages 1234¿1238 (china). The purpose of this study was to compare outcomes and complications between a competitor¿s device and proximal femoral nail anti-rotation (pfna) in the treatment of trochanteric fracture. There were 107 patients who were above 60 years old and sustained trochanteric fracture between april 2007 and may 2008. Among the 107 patients, 55 were implanted with the ao pfna (32 females, 23 males). The pfna used were 170 or 240mm in length and 10 or 11mm in diameter. All patients received pre-operative intravenous antibiotics with 2g of ceftriaxone. Follow-up was undertaken at 3, 6, and 12 post-operative months, and yearly thereafter, ranging 12 ¿ 24 months. Four female patients sustained an intra-operative unilateral femoral shaft fracture. One patient fell down 1 month after operation and sustained a displaced femoral shaft fracture and was treated with an osteosynthesis plate. One patient had severe pain and poor reduction of fracture and was revised to a dynamic hip screw (dhs) and may or may not be the patient referenced in table 4 as 1 patient had to go through re-operation. Six patients had delayed union. One patient experienced superficial wound infection. Five patients experienced hematoma. Three patients had decubital ulcer. Three patients had pneumonia. Six patients experienced urinary tract infection. Two patients had cerebral infarction. Seventeen patients complained about hip pain and 21 complained about thigh pain at the final follow-up. Nineteen patients did not recover their walking ability to the pre-operative status. Intraoperatively, 2 patients had failure to achieve the desired static locking state, and after which dynamic locking had to be performed. Five patients experienced lateral blade migration as a post-operative complication. Five patients had inappropriate length of screws. Four patients died within the follow-up period, and 5 patients were lost to follow-up. This report is for one unknown nail -pfna. This is report 4 of 12 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.